Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with a bd facscanto¿ ii flow cytometer erroneous results were obtained. There was no delay in results and no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: problems in result. The samples were processed in another instrument so there was no delay in the delivery of results.

Event description:
It was reported that while testing with a bd facscanto¿ ii flow cytometer erroneous results were obtained. There was no delay in results and no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: problems in result the samples were processed in another instrument so there was no delay in the delivery of results.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4-2 system ivd, part # 338960, and serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17dec2020 to date 17dec2021. Complaint trend: there are 17 complaints related to this issue of erroneous results. Date range from 17dec2020 to date 17dec2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # r33896203227, file # 338962-338962-r33896203227-106344683-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a dirty fluidics system. The customer had initially reported erroneous results, and a tsr contacted them for a remote assistance. In wo-02257243, the customer was recommended to restart the instrument and computer and run a long clean. The results improved for a while but soon returned and a field service was scheduled. During the field service, the fse (field service engineer) performed the startup routine, line purge, and daily wash before testing the instrument. The instrument was determined to be functioning as expected, but it was recommended that the customer change the cst bead routine. No parts were requested for evaluation as there were no parts replaced. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #:(B)(4) , case # (B)(4) install date: 24feb2020 defective part number: n/a work order notes: subject / reported: problems in result. Problem description: problems in result. Work performed: a performance review of the instrument is carried out after the failure presented on friday december 17, 2021, for which the recommendation was given remotely to carry out a long instrument wash, given the high work flow it had had during the week . In today's follow-up, the startup routine, line purging, daily washing routine and the passage of cst, seven color and controls pearls are carried out, passing correctly. The recommendation is made to change the cst pearl run routine, in which the base line and check performance have been carried out on monday of each week. Going to carry out base line once every 6 months, each that the lot is changed or each that an intervention is made to the optics by the service part, according to what is recommended by the application area. The performance check can continue to be carried out once a week, followed by the passage of seven color beads, which are analyzed once a day prior to the passage of controls, to observe the correct self-adjustment of parameters for instrument performance. The instrument is left working. Cause: dirt from high work flow. Solution: instrument wash. The instrument is working properly. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: a review of the bd facscanto ii flow cytometer (fluidics) fmea #338960-04ra (version a/revision 1) has identified the hazard of dirty fluidics in item ¿10. Sit ID/od flush¿. These risks contains the appropriate mitigations and have safety risks within acceptable levels. Risk management file facscanto ii flow cytometer (fluidics) #338960-04ra (version a/revision 1) was reviewed and identified the cause of a dirty fluidics. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no item: 10. Sit ID/od flush. Function: 10.1 clean sit ID/od, reduce carryover. Potential failure mode: 10.1.3 ID not cleaned. Potential effects of failure: 10.1.3.1 excessive carryover, wrong results potential causes/mechanisms of failure: 10.1.3.1.1 software crashes, leaving tube on sit - flush never occurs. Current controls: none. Recommended actions: 1. Add ID/od flush to fluidics startup2. Add ID/od flush menu item. Responsible party: ganesh subramanian. Target completion date: 10/2/2005 actions taken: 1. ID/od flush was added to the fluidics startup workflow2. Heat100012152 (work complete 9/28/05) & nexus00002057 (closed 10/2/05) diva added sit flush menu (heat100011820 closed 9/30/05) sev: 8 occ: 1 det: 8 rpn: 64 mitigation(s) sufficient yes no root cause: based on the investigation results, the root cause of the erroneous results was due to dirt in the fluidics in the fluidics system. Conclusion: based on the investigation results, the root cause of the erroneous results was due to dirt in the fluidics system. A performance review was performed on the instrument, and the customer was recommended to perform a long clean. During the follow-up visit, the fse performed the startup, line purge, and daily washing routing to clean the system. After the cleaning, the instrument was tested and functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.